Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubies were not detected on bus. A field service engineer released cubies through hardware test application (hta), and the system was successfully recovered from failures at cubie locations d0, which does not exist and d3. Additionally, domain name system (dns) settings were updated on several other stations as requested by the customer. Functionality was confirmed through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.